Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr contact the patient with follow-up questions. The patient claimed that the issue began on (B)(6) 2016 at 6am when he allegedly obtained a blood glucose result of 400mg/dl using the subject device which the patient felt was elevated compared to how he was feeling. The patient manages his diabetes using an insulin pump and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed experiencing symptoms of dizzy, sweating approximately 3 hours after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and the test strips had been stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.